Manufacturer narrative:
The device was requested but was not yet returned for evaluation and the contribution of the device to the reported event could not be determined. The catalog number, ar-503-ttth and lot number 1337240 associated with this event has been involved in recall number 1220246-1/29/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.

Event description:
It was reported that the patient had undergone a right tka procedure on (B)(6) 2015. During the original procedure the patella was resurfaced. The patient was experiencing pain and underwent a revision right tka procedure on (B)(6) 2019. The revision procedure was completed by implanting another manufacturer's product. During the revision the following arthrex products were explanted: tibial tray implant, ar-503-ttth, lot 1337240, femoral implant, ar-516-7r, lot 108761331, bearing implant, ar-513-bh12, lot 113601409, patella implant, ar-504-psc9, lot 113601430.

Manufacturer narrative:
The evaluation revealed the returned device's critical mating feature (top surface that mates with the poly bearing) are within specifications. The marks observed on the surface were most likely caused by the extraction of the implant. The damage to the bottom surface was likely caused by the removal process and subsequent handling. The catalog number ar-503-ttth and lot number 1337240 associated with this event has been involved in recall number 1220246-1/298/16-001-r. The information received regarding the event is not sufficient to determine the cause of the event or whether it had any relation to the recall.